Event description:
Patient called to follow up regarding an adverse event/warranty claim. Affected side is left. Healthcare professional reported bilateral capsular contracture baker grade class 3. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on june 04, 2021, with catalog number 1850273. Analysis of the returned device identified: crease fold and opening on anterior. Microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient called to follow up regarding an adverse event/warranty claim. Affected side is left. Healthcare professional reported bilateral capsular contracture class 3. The device has been explanted and replaced.